Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump never alerted line going empty and the screen displayed green. The pump was programmed with a heparin drip. This occurred during programming/ setup at the treatment area. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. Evaluation performed upstream and downstream occlusion testing and air in line testing and the device passed. A review of the event history log revealed an infusion of heparin was initially programmed on 13-apr-2023 at a rate of 16.2 ml/hr and a vtbi of 100 ml. The infusion continued over multiple days to the last day of use, which was 04-21-2023. The user updated the vtbi to 120 ml at 5:22 pm on 4-20-2023 and resumed the infusion. An "air-in-line" alarm occurred at 12:00 am on 4-21-2023 and the user did not resume the pump. The fluid level at the time of the alarm or the time of vtbi update cannot be determined through the history log. If the bag empties prior to infusion complete, an air-in-line may occur, which stops the pump, and the amount of fluid in the bag at the time of alarm or at the time of programming cannot be confirmed through the history log. The operator¿s manual contains a warning: ¿avoid empty IV containers by properly setting vtbi values.¿ a service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition 'pump never alerted line going empty' was not verified. Should additional relevant information become available, a supplemental report will be submitted.